Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin 2 grams for one day (route and frequency not reported) for the peritonitis event. One day after onset, treatment with vancomycin was discontinued and the patient began treatment with meropenem 250 milligrams in each bag (route, specific frequency of bags, and duration not reported) for the peritonitis event. Antibiotic treatment with meropenem was ongoing. Dianeal and extraneal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.